Event description:
Couldn¿t pass replacement suction catheter down pt¿s ett (endotracheal tube) several times. Tried one of our regular (covidien) #6 catheters and went down ett with ease. This is the lot # for the catheter that wouldn¿t pass lot 2331123364. Cardinal health graduated suction catheter tray with chimney valve 6 fr. Assuming a product defect as other 6 french catheters passed through ett. May be too flexible, causing kink. Manufacturer response for graduated suction catheter with chimney valve, size 6 french, graduated suction catheter with chimney valve, size 6 french (per site reporter), [redacted date] - sample retrieval; emailed mfg rep. Requested RMA/mailer label.